Event description:
It was reported that a patient, (B)(6) y.o., male, underwent an urgent ventricular tachycardia procedure ablation case 5 - 7 days post cardiac bypass surgery with a thermocool® smart touch¿ bi-directional navigation catheter. At the end of procedure, the patient was given protamine. Suddenly, the patient went to ventricular tachycardia and cardiac arrest and resuscitated with temporary pacing. Per physician's assessment, this event was an adverse reaction to protamine. Bwi proceeding with a conservative approach, determined to report this event.

Manufacturer narrative:
A) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. B) concomitant bwi products: product: webster® cs catheter with ez steer¿ technology; us catalog # bd710df282rts; lot # unknown. Product: carto® 3 system external reference patches: us catalog # crefp6, lot # unknown. C) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. D) since the lot number is unknown, the full UDI number cannot be provided. (B)(4).